Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo).the pfo was measured with a 7mm tunnel, a length of 8mm, a wirdth of 13mm, and a height of 4mm. Transesophageal echocardiogram (tee) and angiography were used during the procedure. During the procedure the occluder was placed and a tug test was performed. When the occluder was released from the delivery cable, it was noted that the right disc of the occluder entered the tunnel. A lasso was used to attempt to snare the occluder. While attempting to snare, the left disc detached from the inferior part of the defect and dislodged towards the aorta. The occluder was able to be snared and removed from the patient. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform and 9f amplatzer trevisio intravascular delivery system was used to complete the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the sizing of the occluder caused the device to embolize.

Manufacturer narrative:
An event of device migration towards the aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25-18mm amplatzer talisman pfo occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo).the pfo was measured with a 7mm tunnel, a length of 8mm, a wirdth of 13mm, and a height of 4mm. Transesophageal echocardiogram (tee) and angiography were used during the procedure. During the procedure the occluder was placed and a tug test was performed. When the occluder was released from the delivery cable, it was noted that the right disc of the occluder entered the tunnel. A lasso was used to attempt to snare the occluder. While attempting to snare, the left disc detached from the inferior part of the defect and dislodged towards the aorta. The occluder was able to be snared and removed from the patient. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform and 9f amplatzer trevisio intravascular delivery system was used to complete the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the sizing of the occluder caused the device to embolize.